Event description:
It was reported that the patient experienced muscle stimulation. Subsequently, a revision procedure was performed to replace the left ventricular (lv) lead. During the procedure the physician experienced difficulty removing the lv lead from the vessel. The physician elected to surgical abandoned and replaced the lv lead. No additional adverse patient effects were reported.